Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18447. The pt reported she is experiencing ineffective stimulation as well as painful burning at her ipg site when stimulation was turned on. The pt indicated she turned stimulation off and the burning continued. F/u indicated the pt desires to have her scs system explanted. Surgical intervention was undertaken and the pt's scs was explanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.